Event description:
A customer reported an error with a cgm reading, specifically citing error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and the representative guided the customer through this process. Following the reset, the error did not reoccur, and the customer successfully started a new sensor session.